Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). G2: japan customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a foreign substance was found in the device packaging at the distributorship. Attempts have been made and additional information on the reported event is unavailable at this time.